Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone primary breast reconstruction with two 590cc mentor memorygel breast implants, suffered right breast implant rupture, post-procedure. The rupture was diagnosed via MRI on (B)(6) 2019. As a result, the patient underwent bilateral removal and then bilateral replacement with the following devices on (B)(6) 2020: (right) 650cc mentor memorygel breast implant catalog: shpx650 lot: 9380837 sn: (B)(4) and (left) 650cc mentor memorygel breast implant catalog: shpx650 lot: 7586573 sn: (B)(4).

Manufacturer narrative:
On (B)(6)2020, the product investigation was completed. Device investigation summary: during the visual evaluation, the device was observed to be ruptured. Please note that the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture and insufficient paperwork. The evaluation was limited to non-destructive testing. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. A second product was received(B)(6)lot number. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).